Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into the hospital for first aid. During this time, the patient's family stated the patient's implantable cardioverter defibrillator (ICD) was not working. The device is still in use. No patient complications have been reported as a result of this event.